Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (enter timeframe) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and was able to reproduce the reported issue. The fse found that the once the loaner unit iabp was plugged in, the batteries would not fully charge. The fse resolved the reported issue by replacing the batteries, and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check, the loaner cardiosave intra-aortic balloon pump (iabp) battery will not charge, as the pump was purportedly unplugged for an extended period of time. As a result, the battery discharge passed its normal limits. There was no patient involvement, and no adverse event reported.